Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records was performed and no complaint related issues were found.

Event description:
It was reported during an ankle fusion procedure, the surgeon was inserting a screw and the tip of the screwdriver broke off into the head of the screw. The fragment was immediately retrieved. Another screwdriver was available to use. The surgeon completed the procedure without any further problems. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn. Placeholder.

Manufacturer narrative:
Device used for treatment, not diagnosis. Additional narrative: (B)(4). It was reported that the tip of the cannulated screwdriver, 03.227.041, broke off during insertion of a screw. Both the screwdriver and the broken tip were received as reported. The dimensions and design of the cannulation and hex tip for the cannulated hex screwdriver are consistent with other 4.0mm hex cannulated drivers. The recess of the screw is defined by the (B)(4) hex recess design standard which results in the same engagement and torque transmission between the driver and screw as other devices using a 4.0mm hex. The material for 03.227.041 has a higher ultimate tensile strength and hardness compared to the other 4.0mm hex cannulated drivers which are made from custom (B)(4) and is therefore, stronger overall. Because (B)(4) is harder, it is more likely to break than twist compared to the softer custom (B)(4). In the technique guide, it is suggested that ¿predrilling makes it substantially easier to insert the screw in dense bone¿. By design, the screws are self-drilling and self-tapping but in anatomic regions of hard, dense bone, it is recommended to predrill to reduce the stress experienced by the screw and driver. Predrilling the near cortex is listed as an optional step ¿to facilitate head insertion in dense bone and to prevent bone from cracking, it is recommended to predrill the near cortex¿. In anatomic regions of hard, dense bone, predrilling the near cortex reduces the stress experienced by the screw and driver. Based on the procedure, ankle fusion, predrilling is advised because of the presence of hard dense bone. The cannulated screwdriver and broken tip were received in the condition as reported by the consultant. Based on the dimension scheme of the part, material selection, and current risk assessment, the design is adequate for its intended use. However, the limited information provided concerning the technique does not allow us to adequately assess whether the recommended technique to predrill prior to screw insertion was followed to facilitate screw insertion in dense bone. Therefore, this complaint is indeterminate from a design and technique perspective. Corrected data: the awareness date of the previous report submitted for this event (follow-up 1) was reported incorrectly as 6/25/2013. It should be 7/23/2013.